Manufacturer narrative:
A ge service rep performed an onsite investigation. The software was installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system shut down during a procedure and would not reboot. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.